Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) patient underwent a breast augmentation revision with a saline mentor smooth round moderate profile 525cc and experienced deflation on the left breast implant after implantation. As a result, the patient had undergone removal and replacement with saline mentor smooth round moderate profile 525cc on (B)(6) 2018. The patient had been in a stable condition after the surgery.

Manufacturer narrative:
On 08/22/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device contained no fluid. White material was observed within the device. Gel and white material were observed on shell surface. During evaluation a rent measuring approximately 0.1 cm was observed within a crease line, on the posterior aspect. Complaint was confirmed. Mentor performs 100% inspection and testing of all devices prior to release, product evaluation team concluded that the rent and creases occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. At this time is not possible to determine the origin of the white material observed. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).